Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that dual port IV catheter leaked blood from second port on catheter. Rn found the connection at the hub to be loose and resulted in blood leaking out. Complaint via email. Dual port IV catheter leaked blood from second port on catheter. Rn found the connection at the hub to be loose and resulted in blood leaking out. Rn stated that this happened 3 times this morning with different ivs all with the same lot number of 5335830.